Event description:
On 2/06/80 an ipp device was implanted. On 6/03/82 the cylinders and pump were revised. On 6/05/97 the entire device was removed from the pt and replaced due to fluid loss-cylinder tube off pump.